Event description:
It was reported that a flow regulator set had a flattened tube. This occurred before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed sealed tubing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an error during the manufacturing process; the tubing was sealed by a packaging machine. In order to address this condition, a mechanism that detects tubing caught in the packaging machine will be installed, and awareness training was conducted with involved personnel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant information become available, a supplemental report will be submitted.